Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) system was travelling in switzerland when they received multiple shocks from their device. Reportedly, the patient was septic at the time. It was noted by the patient's physician in the united states that right atrial (ra) lead noise has been a known issue (re-creatable with isometrics), and when the patient was brought into clinic back in the united states, the scenario when the shocks occurred was recreated but no noise was observed. The patient's crt-d is now programmed vvi with shock therapy turned off as there is also concern for a malfunctioning right ventricular (rv) lead since minor baseline noise can be seen in the events. The physician asked technical services (ts) if the events look like atrial fibrillation (af) with rapid ventricular response (rvr) or noise on the rv lead. The physician also asked if potential noise from the ra lead resulted in the shocks. Per ts, they are unable to determine the rhythm due to noise. However, at times, the ra electrogram (egm) signal is fast and rhythmic, consistent with atrial flutter or af. The ventricular rate is also very irregular. It is possible the underlying rhythm is af since noise was not reproducible. However, ts did observe some "beats" on the rv egm that do not correlate with the shock egm and cannot be explained. These occur infrequently and would not directly cause an inappropriate shock but indirectly could by maintaining 6/10. Per ts, rhythm interpretation is a clinical decision. Ra and possible rv lead revision are planned in the near future. No other adverse patient effects were reported. Additional information: the patient was seen in-clinic back in the united states, where the decision was made to replace the leads. Subsequently, the patient underwent a revision procedure, and the above referenced leads were explanted and replaced without incident. It was noted the patient's crt-d device was also replaced due to normal battery depletion. The crt-d has since been returned, and analysis is underway. An updated report will be issued upon completion of laboratory analysis. Additional information: laboratory analysis was completed. This report is updated with the product investigation results.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. In conclusion, laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) system was travelling in switzerland when they received multiple shocks from their device. Reportedly, the patient was septic at the time. It was noted by the patient's physician in the united states that right atrial (ra) lead noise has been a known issue (re-creatable with isometrics), and when the patient was brought into clinic back in the united states, the scenario when the shocks occurred was recreated but no noise was observed. The patient's crt-d is now programmed vvi with shock therapy turned off as there is also concern for a malfunctioning right ventricular (rv) lead since minor baseline noise can be seen in the events. The physician asked technical services (ts) if the events look like atrial fibrillation (af) with rapid ventricular response (rvr) or noise on the rv lead. The physician also asked if potential noise from the ra lead resulted in the shocks. Per ts, they are unable to determine the rhythm due to noise. However, at times, the ra electrogram (egm) signal is fast and rhythmic, consistent with atrial flutter or af. The ventricular rate is also very irregular. It is possible the underlying rhythm is af since noise was not reproducible. However, ts did observe some "beats" on the rv egm that do not correlate with the shock egm and cannot be explained. These occur infrequently and would not directly cause an inappropriate shock but indirectly could by maintaining 6/10. Per ts, rhythm interpretation is a clinical decision. Ra and possible rv lead revision are planned in the near future. No other adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) system was travelling in switzerland when they received multiple shocks from their device. Reportedly, the patient was septic at the time. It was noted by the patient's physician in the united states that right atrial (ra) lead noise has been a known issue (re-creatable with isometrics), and when the patient was brought into clinic back in the united states, the scenario when the shocks occurred was recreated but no noise was observed. The patient's crt-d is now programmed vvi with shock therapy turned off as there is also concern for a malfunctioning right ventricular (rv) lead since minor baseline noise can be seen in the events. The physician asked technical services (ts) if the events look like atrial fibrillation (af) with rapid ventricular response (rvr) or noise on the rv lead. The physician also asked if potential noise from the ra lead resulted in the shocks. Per ts, they are unable to determine the rhythm due to noise. However, at times, the ra electrogram (egm) signal is fast and rhythmic, consistent with atrial flutter or af. The ventricular rate is also very irregular. It is possible the underlying rhythm is af since noise was not reproducible. However, ts did observe some "beats" on the rv egm that do not correlate with the shock egm and cannot be explained. These occur infrequently and would not directly cause an inappropriate shock but indirectly could by maintaining 6/10. Per ts, rhythm interpretation is a clinical decision. Ra and possible rv lead revision are planned in the near future. No other adverse patient effects were reported. Additional information: the patient was seen in-clinic back in the united states, where the decision was made to replace the leads. Subsequently, the patient underwent a revision procedure, and the above referenced leads were explanted and replaced without incident. It was noted the patient's crt-d device was also replaced due to normal battery depletion. The crt-d has since been returned, and analysis is underway. An updated report will be issued upon completion of laboratory analysis.